Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the infusion set wound up in the seat belt when the customer got out of the vehicle. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to obtain backup therapy as the customer did not have extra supplies with them at the time of the report.